Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% tested at the time of manufacture. Literature article: effectiveness of evd and eld to treat severe ventricular hemorrhage in elderly patients chu hb, xu m, li ch, fang xy, zhao xl chinese journal of gerontology (2014) 4(34): 2281-2282 1005-9202(2014) 08-2281-02; doi: 10. 39.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 43 patients were treated for severe hemorrhage in elderly patients. The article stated that 2 patient died due to severe lung infection. The report stated that five patients had intracranial infection during the treatment period. The article stated that the infection was controlled with antibiotics (vancomycin). The article also stated that three patients developed hydrocephalus 3 months later, which was treated with a vp shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.